Manufacturer narrative:
This complaint is inconclusive due to the condition of the sample. Returned for evaluation is a tri-funnel 20 fr, 20cc feeding device. It should be noted that the inflation/deflation conduit has been severed. The section of tubing that contains the halkey-roberts valve was not returned for evaluation. A 20cc syringe filled with water was attached to the severed 20 cc inflation/deflation opening. The balloon inflated with no difficulty. The syringe was then removed from the opening and water was observed exiting the inflation/deflation conduit. The emptying of the water from balloon showed the walls of the internal balloon collapsing in a uniformed manner. Gross visual and microscopic examinations and functional testing shows no evidence of a defect or deformity related to the manufacturing process. The instructions for use state, "when removing the bard tri-funnel tube, deflate the tube balloon using a luer tip syringe. If deflation of the balloon is difficult with the syringe, that valve arm should be severed."

Event description:
Unable to remove the catheter from the patient. Found during procedure. The indwelling period was 30 days. A forcible removal resulted in a bleeding from the stoma site.